Event description:
Boston scientific received information that the patient implanted with this device developed a polymorphic ventricular tachycardia (vt) rhythm. Anti-tachycardia pacing (atp) was delivered, however, did not slow the rhythm. Subsequently, two shocks were delivered which appeared to have converted the rhythm. Upon further review, the physician suspected undersensing by the device. Technical services (ts) review of the electrogram strips verified occasional undersensed beats, however, the undersensing alone did not cause therapy to be withheld. The patient's rhythm had remained mostly in the vt-1, monitor only zone, where no therapy was programmed on. Ultimately, the patient expired on (B)(6) 2010.

Manufacturer narrative:
As of today, the device has not been returned for analysis. It is suspected that the device was buried with the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.